Event description:
It was reported that a pump has a system error 105. It was also reported that there was no patient involvement.

Manufacturer narrative:
MFR reference number: (B)(4). The device was returned to baxter and an eval is in progress. When the eval is complete a supplemental report will be submitted.